Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e1906 captures the reportable event of infection.

Event description:
It was reported that a patient who underwent spaceoar placement procedure in 2024, later underwent two rounds of brachytherapy that was completed one month after the placement. Five months after, the patient returned and was diagnosed with a fistula that appeared when the hydrogel dissolved. The patient underwent many biopsies and the hydrogel flowed into those holes and polymerized. The patient was admitted to the hospital; there received a colostomy and cysto-proctectomy and required several incision and drainage (ind) for the infection.

Event description:
It was reported that a patient who underwent spaceoar placement procedure in 2024, later underwent two rounds of brachytherapy that was completed one month after the placement. Five months after, the patient returned and was diagnosed with a fistula that appeared when the hydrogel dissolved. The patient underwent many biopsies and the hydrogel flowed into those holes and polymerized. The patient was admitted to the hospital; there received a colostomy and cysto-proctectomy and required several ind's for the infection. Additional information received on 26jan2026 it was further reported that the patient was initially diagnosed with prostate cancer on (B)(6) 2019 and underwent left hemigland cryoablation on (B)(6) 2020. He later experienced a recurrence in (B)(6) 2022. The patient underwent high dose rate hdr brachytherapy with spaceoar and fiducial markers placement on (B)(6) 2024, followed by a second hdr brachytherapy session on (B)(6) 2024 with no complications. The patient completed radiation treatment in (B)(6) 2024, and a week after the patient experienced anal discomfort, pressure, and dysuria that was increasing but manageable with tramadol and rapaflo. On (B)(6) 2024, the patient was seen for follow-up and noted his urinary symptoms were manageable with silodosin, but his rectal pain, which was assessed as radiation proctitis, was waking him at night. He also reported bright red blood in the toilet, rectal urgency, and smaller caliber stool. The patient reported that he was able to ride his bike once weekly for 60-90 minutes whereas previously it was 3-4 times per week. On (B)(6) 2025, the patient reported fecal incontinence ("rectum filling up with water" every hour and loose stool). During follow-up on (B)(6) 2025, the patient noted intermittent severe rectal pain and watery stool without urine output for two weeks. In addition, the patient reported urinary retention. The patient completed questionnaires regarding radiation therapy, which reported the following: incomplete emptying, urinary frequency, urinary intermittency, urinary urgency, weak stream, straining to urinate, nocturia, urinary incontinence, bowel urgency, increased bowel frequency, fecal incontinence, bloody stools, abdominal/pelvic/rectal pain, depression, lack of energy, and change in body weight. Some symptoms of erectile dysfunction (ed) were also reported in the questionnaires, however, the patient had a history of ed managed with medications starting in 2020. A digital rectal exam revealed a defect/hole just r lateral to the prostate concerning for a fistula. The patient received a foley catheter to minimize the urinary discharge into the rectum. Despite this, by (B)(6) 2025, the patient's symptoms did not improve, and the patient reported black stools in the bag; the foley did not seem to have decreased the amount of urine per rectum. The patient experienced debilitating rectal pain, black stools, and generalized worsening- black tarry stools were also noted, which may have been related to ibuprofen; therefore, it was discontinued. On (B)(6) 2025, a colorectal evaluation noted severe pain, weight loss, and difficulty walking. A computerized tomography (CT) urogram with and without contrast demonstrated a urinary bladder distended with no appreciable filling defects. A prostatorectal fistula was observed, and the CT showed "a broad-based anterior rectal wall defect, with gas and feculent material dissecting around the apex of the gland to the retropubic space and invading into the posterior peripheral and central gland. Flecks of gas are also present in the seminal vesicles, left greater than right". The patient was admitted to the hospital to start IV antibiotics for infection and pain control and prepare for emergent surgery. At the time of presentation, the patient had generalized weakness, tachycardia, hypokalemia, hypomagnesemia, elevated white cell count, new onset likely paroxysmal atrial fibrillation (improved with fluids), and hyperthyroidism in addition to the ongoing pain and watery stools from the fistula. On (B)(6) 2025, the patient underwent laparoscopic end sigmoid colostomy for rectourethral fistula. Adhesions in the pelvis were noted during the procedure but were able to be taken down. Following the procedure, anal leakage continued, but the patient's pain was well controlled, and it was reported that the patient tolerated the operation. On (B)(6) 2025, during examination under anesthesia and cystoscopy, a large hole in the prostate was revealed, just proximal to the external sphincter, that was surrounded by necrotic tissue. The patient was discharged from the hospital with a foley catheter on (B)(6) 2025. On (B)(6) 2025, the patient consulted via phone call with urology about a plan for the fistula, and at that time reported the foley catheter was draining well, but he was having mucoid rectal discharge, continued significant rectal pain, and bladder spasms. On (B)(6) 2025, the patient underwent simple cystectomy with creation of an ileal conduit and was discharged five days later. By (B)(6) 2025, both stomas looked good, but the patient had drainage of mucopurulent discharge from his phallus that was suspected to be from necrosis of the prostate and was started on antibiotics. On (B)(6) 2025, the patient reported significant groin pain, worsening overall pain, not sleeping well, anxiety, decreased appetite, and possible nerve pain (per a physician therapist). Gabapentin was prescribed with a plan for pain management and rehab referrals. On (B)(6) 2025, the patient reported that he had undergone three debridement for fournier's gangrene of the penis/groin/scrotum. As of (B)(6) 2025, the wounds were healing well, and a rectal examination was performed where the prostate could be directly palpated through the large hole in the rectum. On (B)(6) 2025, CT showed a persistent although improved rectoprostatic fistula with an interval decrease in gas and fluid/soft tissue attenuation, and possible osteomyelitis. On (B)(6) 2025, CT showed an overall similar appearance of the c-shaped fluid collection around the prostate gland. Initially, the plan was to observe the fluid collection given his stable symptoms. The patient presented to the ed on (B)(6) 2025 for increasing penile discharge, generalized malaise, lethargy, decreased appetite, and pelvic pain. He was advised that abdominoperineal resection (apr) to remove the infected prostate, which would require possible bone debridement and would typically require a flap reconstruction of the pelvic defect, would be the best course should he wish to avoid episodes of sepsis. On (B)(6) 2025, the patient underwent perineal prostatectomy; abdominal perineal resection/cecal repair (due to serosal tear), omental pedicle flap; and left gracilis pedicled flap, complex closure of the thigh and perineum for prostatic abscess. The patient was discharged on (B)(6) 2025. On (B)(6) 2025, the patient had some erythema on the lower portion of the abdominal incision and his white count was elevated, but there was no obvious infection and he was healing well. On (B)(6) 2025, the patient presented to the ed with malaise and fatigue, chills with fever, leukocytosis, and was admitted. He was diagnosed with septic shock secondary to a postprocedural intra-abdominal/pelvic abscess and colitis in the cecum. CT sinogram showed a contained collection in the lower pelvis/perineum without communication with bowel or other luminal structures. CT-guided drainage was performed, the purulent drainage grew bacteroides, and the patient was discharged on (B)(6) 2025 on antibiotics. On (B)(6) 2025, the patient was evaluated and reported seeing a psychologist for depression related to his ostomy. He reported intermittent abdominal pain. CT showed that the fluid collection was still present but smaller. The patient was doing much better clinically and was off antibiotics with a plan for reimaging on (B)(6) 2025.

Manufacturer narrative:
Additional information block b1, b5, b6, b7 have been updated with the additional information. Block d4 has been updated with the lot number of the device. Block h6 has been updated with patient symptoms. Correction block h6 imdrf device code a150202 has been added in the coding table. Block b1 outcomes attrib to adv event, has been corrected. Block d6a implant date has been corrected. Block e1: additional information was reported by the patient's legal representation. Dr. (B)(6) surgeon, urology. Performed spaceoar and fiducial markers placement. (B)(6). Dr. (B)(6), radiation oncologist. (B)(6). Dr. (B)(6). Urologist. Performed cystoscopy with complex interstitial brachyterahpy of the prostate. (B)(6). Dr. (B)(6) colon and rectal surgery. Performed laparoscopic end sigmoid colostomy. (B)(6). Dr. (B)(6). Urology. Performed examination under anesthesia, cystoscopy, placement of foley catheter, complex and simple cystectomy and ileal conduit and perineal prostatectomy. (B)(6). Dr (B)(6), surgery. Performed abdominal peroneal resection/cecal repair, omental pedicle flap. (B)(6). Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e1906 captures the reportable event of infection. Imdrf device code a150202 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e232401 captures the reportable event of fecal incontinence. Imdrf patient code e2327 captures the reportable event of necrosis. Imdrf patient code e231501 captures the reportable event of purulent discharge. Imdrf patient code e2315 captures the reportable event of fluid discharge. Imdrf patient code e1008 captures the reportable event of diarrhea. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e1011 captures the reportable event of flatus. Imdrf patient code e1208 captures the reportable event of weight changes. Imdrf patient code e1621 captures the reportable event of weakness. Imdrf patient code e2306 captures the reportable event of loss appetite. Imdrf patient code e0130 captures the reportable event of sleeping problems. Imdrf patient code e1304 captures the reportable event of urinary urgency. Imdrf patient code e1034 captures the reportable event of fecal urgency. Imdrf patient code e020202 captures the reportable event of depression. Imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e1308 captures the reportable event of urinary frequency. Imdrf patient code e1001 captures the reportable event of abdominal pain. Imdrf patient code e1002 captures the reportable event of abdominal distension. Imdrf patient code e060109 captures the reportable event of tachycardia. Imdrf patient code e2101 captures the reportable event of adhesions. Imdrf patient code e0311 captures the reportable event of high white cells count. Imdrf patient code e060102 captures the reportable event of atrial fibrillation. Imdrf patient code e141301 captures the reportable event of erectile dysfunction. Imdrf patient code e120206 captures the reportable event of hypokalemia. Imdrf patient code e1605 captures the reportable event of muscle spasms. Imdrf patient code e2312 captures the reportable event of fatigue. Imdrf patient code e2304 captures the reportable event of chills. Imdrf patient code e2009 captures the reportable event of laceration. Imdrf patient code e171601 captures the reportable event of erythema. Imdrf patient code e1301 captures the reportable event of urinary frequency. Imdrf patient code e1308 captures the reportable event of dysuria. Imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e020201 captures the reportable event of anxiety. Imdrf patient code e020204 captures the reportable event of malaise.

Manufacturer narrative:
Correction: block h6 imdrf device code a150202 has been added in the coding table. Block b1 outcomes attrib to adv event, has been corrected. Block d6a implant date, has been corrected. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e1906 captures the reportable event of infection. Imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient who underwent spaceoar placement procedure in 2024, later underwent two rounds of brachytherapy that was completed one month after the placement. Five months after, the patient returned and was diagnosed with a fistula that appeared when the hydrogel dissolved. The patient underwent many biopsies and the hydrogel flowed into those holes and polymerized. The patient was admitted to the hospital; there received a colostomy and cysto-proctectomy and required several ind's for the infection.